Event description:
It was reported that during a shoulder procedure using a super turbovac 90 icw wand, a piece of metal from the wand's tip detached while inside the surgical site. The procedure was successfully completed, however the surgeon was unable to retrieve the detached piece. There have been no patient complications reported as a result of this event.